Manufacturer narrative:
The review of provided data confirmed the reported issue. The first freeze is most likely a known bug: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. It will be corrected with the next smartview version the second freeze is most likely the freeze of the navigation bar. This is a known software bug, the correction is not yet planned. The subject tablet functions well after re-boot. The subject tablet followed the normal workflow of repair and returned to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smarttouch remained frozen during the implantation of pacemaker. The physician couldn't program the pacemaker during the implantation and had to use an other smarttouch.

Event description:
Reportedly, the smarttouch remained frozen during the implantation of pacemaker. The physician couldn't program the pacemaker during the implantation and had to use an other smarttouch.